Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture - baker grade iii-IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture - baker grade iii-IV. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Health care provider reported capsular contracture - baker grade iii-IV.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "implant has a tear", "liquid is leaking", ¿resistance when pressing down on the implant and one can press down to the ribs which means the implant membrane must be damaged¿ and also "has inflammation values". Device remains implanted.